Event description:
A customer alleges that a hospital technician injured her wrist while filling a medisorb, reuseable co2 absorbent canister. The process of filling the canister involves twisting off the lid to refill and then closing the lid and locking it. The extent of the injury could not be determined, however, the employee's wrist has been splinted. The technician is reportedly of small build and has difficulty completing the task of filling the canister due to the small size of her hands. The allegation of injury is not due to a malfunction of a specific canister or lot# but rather to the design of the product in general. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.